Event description:
A malfunction alarm was reported with the pump during insulin therapy. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in loading a new cartridge; however, the cartridge alarm recurred, requiring a replacement pump to be shipped. The customer was informed of the replacement, and a new pump serial number was provided to ensure continuous insulin delivery.